Manufacturer narrative:
Concomitant medical products: 4076-45 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has capture issues with loss of capture. The lead remains in use. It was further reported that the right atrial (ra) lead has undersensing with diminished sensing. The lead remains in use. No patient complications have been reported as a result of this event.